Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a high impedance issue was observed on the day of surgery, greater than 40,000. The issue with impedance remained unresolved. Troubleshooting steps included wiping the leads with wet and dry sponges and reinserting them into the implantable neurostimulator, as well as switching the leads to opposite neurostimulator ports, but these actions did not change the impedance values. The physician does not plan to take any further action with the leads and extensions at this time. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware. See general text for omitted information.